Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the all poly cup appeared to have cracks; therefore, the surgeon requested another implant.